Manufacturer narrative:
(B) (4). Results: (death), (pre-operative thoracic aortic dissection).

Event description:
A talent stent graft device was implanted into a patient for the emergent treatment of a thoracic aortic dissection. It was reported that there was a successful outcome of the procedure and there were no adverse events post implant. Approximately 1 hour post-implant in the ICU, the patient had an m.I. And resuscitation was attempted; however, this was unsuccessful and the patient expired. An autopsy was performed involving exposure of the stent graft which revealed there was no graft/seal failure. The physician stated that the patient's death was not stent graft related (see MFR #2953200-2010-00478, 2953200-2010-00480 and 2953200-2010-00481). The stent grafts will not be returned for evaluation and no additional information was provided.